Manufacturer narrative:
An event of migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported migration could not be conclusively determined. It is possible that procedural conditions, such as implant depth or the post-balloon aortic valvuloplasty (post-bav), contributed to the reported event. However, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system. The patient had mild calcification. The annular dimensions were 4. Annulus: 24.7 peri. Derv., peri. 77.7, stj: 33.7, sov:33.4, lvot:23.7. Pre-dilatation was not required. During procedure, the valve depth at 80% deployment was 3mm ncc and 3mm lcc. After deployment, the flexnav became stuck on the safari wire and was unable to be retrieved. Despite applying traction, the flexnav was still unable to be removed. After multiple attempts, the wire was finally removed, however it was damaged in the process. A new standard wire was then advanced through the flexnav, allowing the final angiography to be obtained. The navitor was positioned supra-annulary, with -1mm ncc and 2mm lcc. The navitor had migrated towards the aorta. The valve did not block any arteries. The valve was not snared and remains implanted. Post-dilatation was not required. The patient was hemodynamically stable throughout the procedure. Valve function was reported as excellent and the procedure was completed. The patient was reported to be in stable condition.